Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required intervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the annulus but dislodged into the left ventricle upon release from the tabs. Moderate paravalvular leak (pvl) was noted. A snare was used to pull the valve into the descending aorta where it was left implanted. A second valve was successfully implanted but positioned deep. An angiogram showed moderate pvl but the pvl appeared mild on the transesophageal echocardiogram (tee). No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that a snare was used to pull the valve into the descending aorta where it was left implanted. Though, use of a snare to reposition the valve after deployment is complete is not recommended per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.